Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling, from time to time, the pacemaker moves to the rate of the pulse and that it seems as if a stray current may be passing through the body from the heart to the device. The patient also stated this unwanted sensation can be stopped by moving the left shoulder and arm. Follow-up was conducted to obtain information on the patient and whether these episodes were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.